Event description:
Clip applier used during a modified radical mastectomy with tissue expansion. Surgeon was using the clip applier and clips would not form properly on the vessels. A new clip applier was opened and used successfully. No injury to pt was reported. Device to be returned for evaluation.